Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's father that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated they had high blood glucose level over 600 mg/dl and that the device may not be delivering insulin. Customer stated they changed the entire set and resolved the issue. Nothing further reported.